Event description:
The customer obtained imprecise, falsely elevated vitros trop I es results on samples from two patients processed on a vitros eci. Biased results of the direction and magnitude observed could lead to inappropriate physician action. A falsely elevated result was reported for one patient, however, there were no allegations of harm as a result of this event. (B) (4).

Manufacturer narrative:
The investigation determined that the customer uses serum collection tubes and does not centrifuge all patient samples prior to processing. Additionally, samples that are centrifuged are not processed per the sample collection tube manufacturer's recommendations for centrifugation time and speed. The customer did not know whether the affected samples were centrifuged. The vitros trop I es instructions for use, "specimen collection and preparation" section states that "samples should be thoroughly separated from all cellular material. Failure to do so may lead to an erroneous result." Additionally, ocd field service investigated vitros eci performance and made necessary repairs and adjustments to multiple analyzer subsystems. The definitive root cause is unknown, however, pre-analytical sample processing and analyzer performance cannot be ruled out.